Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted. The complained va locking screw was forwarded to the responsible product development manager. The result, the screw shows a deformation of screw head thread and drive. This pointed out deformation of the head thread resulted due the contact to the plate thread. We assume that the damage on the drive resulted out of the contact with the screwdriver. No product fault could be detected.

Event description:
A hospital in (B)(6) reported that during surgery for a distal radius fracture, after repositioning and installing the plate, the surgeon drilled the bone through the guiding block and quick drill sleeve. He then inserted and locked va locking screws. The surgeon was unable to lock a screw in the distal row most styloid hole. The surgeon confirmed by image that this screw had penetrated this hole. The surgeon then removed the screw but did not place a screw in this hole or the proximal row most styloid hole and this surgery was finished. This report is #1 of 2 for the same event.